Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage following the addition of saline and drug after airing out the cassette. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: 5/9/2025. Corrected: g1 - contact office establishment name. One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue could be duplicated. No damage or anomalies were observed during the initial assessment. In attempts to replicate clinical use cassette bag was filled with 50 ml of water using an ICU medical provided syringe. During the fill process a leak was observed to be coming from the internal bag at the seal of the cassette. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.